Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an associated lead revision procedure, the right atrial lead exhibited intermittent loss of capture when tested via the pacing system analyzer. The lead was capped and replaced on (B)(6) 2015. The patient was in stable condition post procedure.